Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having to charge more often starting 2-3 months prior to the report. The patient used to charge every other week but now they have to charge every week. It was noted that the patient was using the ins more due to the weather. No patient complications were reported.